Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm the specific number (7) of events. Nurses of general surgeries or counted up to 7 times, when the needle took out from the suture. They informed me about this during one talk. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? We don¿t have patient details. Because for the first time they did not take it as serious problem, but later when they saw that this repeats, then they informed me. No adverse to patient were detected. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number - no. What was the name of the procedure? No information. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No, needle not fall inside the patient, needle left in the needle holder. When did the needle pull off during each event (while in the package / during dispensing / during preparation / during use)? During operation. When the surgeon sutured the wound.

Event description:
It was reported that the patient underwent an unknown procedure on and unknown date and suture was used. It was reported that the needle took out from the suture during the procedure, after few stitches. There were no patient consequences reported. Additional information has been requested.